Event description:
Note: this report pertains to the second of three events that occurred during the same procedure. Refer to associated manufacturer reports 3005099803-2008-01583 and 3005099803-2008-01581 for a description of the third event. It was reported to boston scientific corporation in 2008 that an excelon transbronchial aspiration needle (tban) was used during a bronchial procedure in the same month. According to the complainant, the needle would not aspirate and the syringe connection was loose. The physician attempted to complete the procedure with a third excelon transbronchial aspiration needle.

Manufacturer narrative:
The suspect device has been received but an evaluation has not been performed. Therefore, a failure analysis is not available, and it is not possible to determine the relationship between this device and the cause of this event. The 2008 15-month pulmonary biopsy needle product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.